Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Adverse event regarding tvt mesh implanted in 2019 through partial mesh removal in (B)(6) 2020 will be submitted via 2210968-2020-03461. Adverse event following (B)(6) 2020 partial removal through (B)(6) 2020 erosion/partial mesh removal will be submitted via 2210968-2020-05039. Adverse event following (B)(6) 2020 partial mesh removal through partial mesh removal in (B)(6) 2020 will be submitted via 2210968-2020-05040. Adverse event of infection following (B)(6) 2020 partial mesh removal will be submitted via 2210968-2020-05041.

Event description:
It was reported that the patient underwent a sling procedure in (B)(6) 2019 and the mesh was implanted. In (B)(6) 2020, the patient experienced discharge and pain from the sling to the lower back. On (B)(6) 2020, the patient underwent partial mesh removal and the doctor removed 3cm mesh sling. Antibiotics were prescribed for one week.